Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The force bipolar instrument was analyzed. There was no sign of wire breakage at the distal end. Both the conductor wire and grip and pitch cables were still intact. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified. The complaint was not confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the force bipolar had a broken wire at the wrist. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was found in the broken condition before using on a patient. There were no reported issues related to the left/right or up/down motion. There was one visible protruding cable noticed at the distal end. The color of the broken cable was black. The damage observed was a loose cable. When followed up to verify if the black wire was loose, frayed, or visibly broken the reported stated the wire was exposed.